Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an colectomy procedure, the patient went back to the hospital and needs to be re-operated due to anastomosis dehiscence, however the surgeon did not find staples in the transverse colon stump of the colorectal anastomosis. The hospitalization was extended for about 10 days due to the device issue.

Event description:
According to the reporter, post-operatively on a colectomy procedure, the patient went back to the hospital and needs to be re-operated due to anastomosis dehiscence, however the surgeon did not find staples in the transverse colon stump of the colorectal anastomosis. The hospitalization was extended for about 10 days due to the device issue. Patient remains with a temporary colostomy for closure in 3 months.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photos of tissue. A visual inspection of the returned photos noted that the tissue appears to be cut. There appears to be no visible presence of staples on the tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.